Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluated was performed. Evaluation confirmed the identified symptom of a failed upstream occlusion test at 40 ml/hr, but could not reproduce it. Device passed all additional upstream occlusion testing.

Event description:
During baxter's functionality testing it was found that a spectrum pump failed an upstream occlusion test at 40 ml/hr. There was no patient involvement.